Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarms. Performed mock infusion and unit exhibited a state 1 alarm. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and fva pins have debris especially on the output pin. Cleaned fva pins and channels. Reassembled fva assembly and performed a mock infusion with no errors. The fva lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "cassette misloaded/tubing problem errors. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.